Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump black box data revealed occlusion alarms associated with high forces. The rewind, load, and prime steps were completed successfully with no duplicated occlusion alarms. The force sensor calibration measured within specifications. The pump was exercised for 24 hours with no duplicated occlusion alarms. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump repeatedly emitted occlusion alarms. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.